Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product would not allow sterile water into the balloon. When the nurses tried to inject water, they were met with resistance, and the tubing above the sample port began to expand. As a result, the catheter was removed and replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product would not allow sterile water into the balloon. When the nurses tried to inject water, they were met with resistance, and the tubing above the sample port began to expand. As a result, the catheter was removed and replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product would allow sterile water into the balloon. When the nurses tried to inject water, they were met with resistance, and the tubing above the sample port began to expand. As a result, the catheter was removed and replaced.

Manufacturer narrative:
Received 1 used latex foley catheter with the drainage bag still attached along with the used tray and a note. During the visual inspection, the exterior of the samples were evaluated and no failure that would support the reported event was noted. The functional evaluation was performed and the results are as follows: - the device was tested using a lab syringe the balloon was inflated with 10cc of water, using normal fill techniques, and the balloon inflated without difficulty in 15sec and 16sec. The inflation funnel did not balloon out during inflation. - the balloon was deflate and re-inflated again using the quick fill technique, and the balloon inflated without difficulty. The inflation funnel did not balloon out during inflation. - the device was dissected and found nothing that could have caused or contribute to the reported problem. A dimensional evaluation was performed, and the results are as follows: eye snip length 2/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 12/32¿, eye snip distance from proximal cuff 8/32¿, rubberize thickness 9 thou, reinforcement 149 thou, inflation funnel thickness 53 thou, balloon thickness (average) 21 thou, inflation lumen coverage 14 thou. The product was found to be within specifications. Therefore, the reported event was unconfirmed, as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Inflate catheter balloon using sterile water and fill with recommended volume as referenced on product label." (B)(4).

Event description:
It was reported that the product would not allow sterile water into the balloon. When the nurses tried to inject water, they were met with resistance, and the tubing above the sample port began to expand. As a result, the catheter was removed and replaced.